Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years, eight months post implant of this bioprosthetic pulmonic valve in a pediatric patient, this valve was replaced valve-in-valve by a transcatheter pulmonic valve due to moderate to severe conduit stenosis and elevated gradients; peak gradient measured 54 mmhg by echocardiogram. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.